Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, undersensing and a varying, decreasing impedance. It was suspected that the ra lead insulation had broken and the ra capture caused muscle twitching. The ra lead was capped and replaced. The left ventricular (lv) lead exhibited an unspecified malfunction. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.